Event description:
Underdelivery reported. The pump was set to infuse chemotherapy (5fu) at 0.5ml/hr over 7 days. At the end of the 7 days, the display indicated delivery of 83.8ml, but there was still approx. 50ml remaining in the IV container. No device alarms were reported. A new container of drug with 50.0 ml was made and then infused over the next 3 days. There were no reported adverse pt effects.